Event description:
N/a.

Manufacturer narrative:
The cable cp391v was returned for evaluation: device history record (DHR): the DHR has been reviewed and no anomalies that could be associated with the complaint were observed. Failure analysis: the evaluation verified the complaint as valid. The cable shows signs of wear and tear. The protection of the instrument connector turned to a yellow color which indicates that the cables has often been used. A piece of the cable is missing (or are badly charred, traces of heating can be seen), because the two ends do not fit together exactly. The manufacturer assumed that there was a bended spot that became too hot at a high voltage (fulguration). Root cause: the most likely root cause is wear and tear or incorrect maintenance.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
During cholecystectomy surgery, the cable cp391v of the instrument melt. The electric plug (still connected to generator) was incandescent with smoke and sparks. They immediately disconnected the generator and used another generator to complete the procedure. There was no clinical consequences for the patient; however, the event led to increased surgery time of 20 minutes. The cable was used with electrosurgical scalpel forcetraid from covidien medtronic.